Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test and displacement test. However, unable to prime unit during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty fsr (gold). The motor was tested outside the device and passed. Unable to verify delivery anomaly due to prime anomaly.

Event description:
The customer reported via phone call that the insulin pump had issue during setting basal rate. Customer¿s blood glucose level was 150 mg/dl and then 220 mg/dl. Customer was assisted with troubleshooting. The device will be returned for analysis.